Event description:
It was reported that the guidewire could only be advanced through the delivery system with great force. The stent was successfully placed in the superior vena cava via venous access through the right arm. However, upon removal of the system, the user noticed that the tip of the catheter had completely detached and was located within the introducer sheath. No report of patient injury.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has been returned for evaluation. The investigation is currently underway.